Event description:
Covidien suturing device endostitch stopped engaging during case. Lot j6l3048x, ref (B)(4). A new one was obtained. Manufacturer response for suturing device endostitch, endo stitch¿ 10 mm suturing device (per site reporter): the item in question has been sent to covidien/medtronic for qa.